Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right atrial (ra) lead and that cardiac compass showed invalid data. The ra lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.